Event description:
During a prophylactic pump replacement, there was only a slight amount of fluid backflow from the catheter when it was disconnected from the pump. The catheter connector was discarded, and the pt was repositioned on the operating room table. The hcp directly aspirated the catheter, and only a scant amount of backflow was obtained. The connector was replaced with a sutureless connector and aspirated again and scant results. The pt had been receiving good therapeutic effect, and there had been no volume discrepancies. The hcp attributed the lack of backflow to the positioning of the pt on the table. It was estimated that the pt would received the diluted fluid in the pump connector for 2 hours. The hcp was comfortable with this and the new pump was programmed to the old pump settings. The hcp was in contact with the pt following surgery. The pt had no change in her unusual pain and dystonia. She had incisional pain and a temperature of 99.2 degrees fahrenheit post surgically. The pump was used to deliver morphine and baclofen.